Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that on 31oct2023, the large volume pump (lvp) module had frequent air-in-line alarms. It was advised by the nurse to push the reset button whenever it alarmed. However, the patient had to push the reset button 40 times that day. Upon patient request to change the lvp, the lvp was changed. But the new lvp had the same issue. There was patient involvement but no harm.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes.

Event description:
It was reported that on (B)(6)2023, the large volume pump (lvp) module had frequent air-in-line alarms. It was advised by the nurse to push the reset button whenever it alarmed. However, the patient had to push the reset button 40 times that day. Upon patient request to change the lvp, the lvp was changed. But the new lvp had the same issue. There was patient involvement but no harm.